Manufacturer narrative:
Qn# (B)(4).

Event description:
The peel apart sheath was broken, and bleeding occurred during insertion. No intervention required. No retained fragment of the device.

Event description:
The peel apart sheath was broken , and bleeding occurred during insertion. No intervention required. No retained fragment of the device.

Manufacturer narrative:
(B)(4).the customer returned various components including a dilator, hemodialysis catheter, and dilator/sheath assembly for evaluation. Signs-of-use in the form of biological material were observed on the sheath and dilator belonging to the sheath assembly. Visual analysis revealed damage to both the sheath tip and the dilator tip of the sheath assembly. The sheath was also kinked and partially separated along the peel line about halfway up the sheath body. These types of damage are all consistent with the assembly undergoing undue force during an attempted insertion. The valve seam of the sheath hub appeared to be misaligned; however, this should not have caused leaking. When the sheath hub tabs were pulled in tension it was evident that the hub halves had already started to separate from one another. The length of the dilator/sheath assembly measured 8.50", which is within the specification limits of 8.49"-8.51" per the sheath product drawing. The sheath was peeled apart to functionally test. The sheath was able to tear along the score line with little to no difficulty. A manual tug test confirmed the returned sheath tabs were fully secured to the sheath body. Lab inventory samples of the dilator/sheath assembly were used to compare the amount of glue present between the two hub molds. The amount of glue found on the returned sample matched that of the lab inventory samples. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with the kit instructs the user, "insert tissue dilator into sheath until dilator cap folds over valve housing and secures dilator onto sheath assembly. Advance the dilator and sheath together with slight twisting motion over guidewire into vessel. Separate dilator cap from sheath valve housing once the assembly is fully introduced into venous system. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel (refer to figure 6)."the customer report of a damage to the peel-away sheath was confirmed by complaint investigation of the returned sample. The sheath tab hubs were beginning to separate from each other. A portion of the sheath body was also kinked and prematurely separated. Both the dilator and sheath were noted to have tip damage. The sheath was able to tear along the score line with little to no difficulty during functional testing, indicating the sheath body was molded into the tab correctly, but the sheath had torn during use. The sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the various types of damage observed on the returned sample, unintentional user error (undue force) cause or contributed to this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.